Manufacturer narrative:
1 x 8675324 inner sheath for 24fr resectoscope from batch 1315315 was subject of a customer complaint. Production batch 1315315 went into stock on june 23, 2016 (20 pieces). The inner shaft returned by the customer was examined by richard wolf gmbh. The following was determined during the visual examination: the inner socket shows only slight signs of wear: there are no signs of improper use. Small dents in the shaft tube. The shaft tube is not bent. There are some scratches in the longitudinal direction and grinding marks in the axial direction, which indicate the correct use with an outer shaft. The two actuators of the locks are smooth and fully functional. The dowel pins and release pins show normal signs of wear. The laser marking is still legible, but has already faded considerably. Both o-rings (blue), in good condition. The supplied outer sheath 8675426 (# 1178672) is in as new condition. The insulation insert has a typical broken edge caused by mechanical overload. The broken ceramic piece is missing and was not returned with the complaint. The insulation insert on the sheath shows no further damage apart from the breaking point. The surface on the insulation insert is smooth, shiny and has no pores or hairline cracks. The edges / radii not damaged distally are regular and complete. The adhesive connection between the sheath tube and the insulation insert is undamaged and has sufficient strength. Thermal damage from the hf application or from laser applications are not present or visible. Due to the type of damage, the ceramic tip must have already been damaged prior to use on the patient, e.g. During reprocessing or transportation. In this case, such mechanical damage, in connection with the formation of the smallest stress cracks or hairline cracks within the ceramic can lead to a possible breakage of the ceramic and a related loss of parts when using the product. The user is informed in the instructions for use ga-d366 about the correct use of the product. Application of excessive force can lead to breakage or damage to the product, which can impair its function and thus endanger the patient. Furthermore, the user is advised to carry out a visual and functional check after each preparation and before each use. The user is advised that no missing parts are to remain in the patient. The instructions for use ga-d366 contains the following warnings and notes according to the problem described by the customer: caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. Checks caution! Be careful if products are damaged or incomplete! Injuries of the patient, user and others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. 8.1 visual check. Check products and accessories for damage, sharp edges, loose or missing parts and rough surfaces. Check the insulation with particular care. Any lettering, labeling or identification necessary for the safe intended use must be legible. To prevent wrong handling or reprocessing, any illegible lettering, labeling or identification must be reinstated. Use new sterile electrodes. 8.1.1 monopolar hf connection cable (14) check the insulation and / or cable plugs for cracks and fractures and replace if necessary. 8.1.2 "shark" resectoscopes warning! Danger of injury! Incorrect handling, e.g. Fall, shock, blows or similar mechanical loads can cause hair cracks and / or spalling of the ceramic coating in the distal area of the resectoscope sheath. Injuries of the patient, user or third parties are possible. Mind surface changes and ensure safe handling. Do not use damaged resectoscope sheaths, return damaged sheaths for repair. Check the ceramic insulation at the distal end of the resectoscope sheath for damage before every use. A search of the complaints database was made for the period (B)(6) 2016 to (B)(6) /2019. During this period, 3439 inner sheaths for resectoscope 24ch 8675324 were sold. There were no other incidents during the period under review. A product or batch defect is therefore not recognizable. The 8675324 inner sheath for resectoscope 24ch from batch 1315315 was manufactured with the production order (B)(4) (= batch number). The production order consists of a total of 20 pieces. The review of the production documents shows no deviations or abnormalities. A manufacturing defect is therefore also not recognizable. Possible hazards were taken into account in the risk assessment r02 with the corresponding extent of damage and probability of occurrence and assessed with an acceptable risk this assessment is still valid taking into account the current case. Contact with the customer directly by the distributor established that there was no patient harm, no significant delay in procedure, and no health consequences at all for the patient. The reported issue does not represent a general product problem that includes a non-conformity, negative trend or previously unknown hazards. As the complaint relates to a handling error, a systemic problem is not indicated and the warnings relevant to the problem described by the customer in the instructions for use ga-d366 are considered sufficient, no further investigation or action is warranted for this case, other than the continued monitoring of customer complaints to determine a possible trend.

Event description:
Customer complaint due to a broken insulating insert (ceramic tip) on a resectoscope shaft during clinical application (performing a holep on (B)(4) 2019), the breakage occurred within the patient. After changing to the morcellator, the ceramic tip of the inner shaft broke. The broken tip was completely removed from the patient. The patient was not harmed. Richard wolf complaint number (B)(4).